Event description:
Patient reported wearing contact lenses for about 15 years and using renu products with no problems. The left eye stated bothering her and she went to the doctor who diagnosed a corneal ulcer on the left eye and bacterial infection. Patient reports a short time after, her right eye started to bother her and she visited the doctor and was treated for an infection. The event was confirmed by two treating doctors. The first ophthalmologist reported the patient wears disposable soft contact lenses for one week. The patient was diagnosed with a corneal ulcer od, treated with vigamox and tobradex and recovered. This doctor indicated the event was not directly related to a specific product. The second doctor reported the patient complained of red eye and pain od. The doctor conformed the diagnosis and treatment as well and indicated the ulcer was probably infectious and possibly related to the product.

Manufacturer narrative:
The product was not available for evaluation. A review of the lot batch records and testing of retain samples show that all requirements were met. Based on the information, no root cause can be determined and no conclusion can be drawn.